Manufacturer narrative:
Concomitant products: product ID 37092, lot# 267690001, implanted: (B)(6) 2011, product type accessory; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported the patient¿s first implant had to be removed due to infection. The onset of the infection was about 1.5 years post-surgery, approximately ¿(B)(6) 2012¿. It was noted ¿they tried to treat the infection and then it gave him an ulcer¿ and the implant had to be removed.

Event description:
It was reported that the device eroded through the patient¿s skin, was explanted, and a new device was placed in a new pocket. The patient symptoms were noted as drainage/incisional wound opening on the left-side of the implant, lead location. The patient¿s status was reported as alive, no injury. Additional information received that it was not sure what caused the erosion or drainage, but it was questioned whether the device was too close to the skin. It was noted that the patient was doing fine after getting the new device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient indicated that the implantable neurostimulator (ins) was too large and was causing irritation and infection.